Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 428 mg/dl and the customer treated with manual injection of 20 units. The blood glucose at the time of the call was 478 mg/dl and had gone up despite the injection. The customer reported that the drive support cap appeared normal and recessed. No air bubbles or leaks were noted. The bolus and basal rate settings and time and date were correct. The bolus history displayed all of the entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to contact a health care practitioner regarding the high blood glucose.